Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 4 months of support, the patient was admitted due to high lactate dehydrogenase (ldh) and power elevations. Per the vad coordinator, the patient's international normalized ratio (inr) was never subtherapeutic. The hospital subsequently made a decision to explant the lvad and the patient was implanted with a biventricular device (bivad) from another manufacturer. The patient reportedly required a rvad for right ventricle support due to ventricular tachycardia (vt), not right ventricle failure.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. The user facility report # 2201160000-2013-9029, was received from the (B)(4). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.